Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "swollen lymphnodes in the axilla", "rupture", "rupture with silicone leakage" and "single cysts". This record is for right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "swollen lymphnodes in the axilla", "rupture", "rupture with silicone leakage" and "single cysts". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and lymphadenopathy was received on november 13,2025, with lot number 2947105. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and one opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.